Manufacturer narrative:
Product analysis: visual inspection showed evidence of a tear/hole at the tubing connection on top of the bubble trap. During the rinsing process there was a leak observed from the tear/hole. The reason for return was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported the cardioplegia set included in the pack had a defect, the bubble trap distal to the cooling/heating coil had a pressure tubing connection that presented with a significant tear/leak. This manifested a significant jet of cardioplegia fluid upon priming and prompted an expeditious replacement prior to ¿pushing up to the surgical field¿. The device was replaced to complete the procedure. There was no patient impact associated with this event. Medtronic received additional information that no patient care was compromised. It was also reported that there was no blood loss due to the leak, and no transfusion was required.

Manufacturer narrative:
Conclusion: the complaint is confirmed for a leak. After evaluation the cause of this complaint could not be determined. The connection that presented a significant tear/leak is not assembled in our manufacturing process, that connection is already assembled by the supplier. The raw material lot was reviewed, and no abnormalities were found, however a notification was made to the current production personnel to prevent a recurrence of this issue. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. There were no adverse patient effects because of this incidence. Trends for issues with this device are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.